Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was for analysis. Visual analysis noted an external insulation abrasion consistent with friction to the device can was noted which breached the superior vena cava cable lumen located at the proximal region of the lead with no damage noted to the etfe cable coating or the inner cable lumen. Electrical tests did not find any indication of conductor fractures or internal shorts. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.